Manufacturer narrative:
H10: h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. It was reported that all indicator lights were solidly illuminated. Possible causes for the reported issue include; water damage to the device caused during showering. The device entered a non-recoverable error state because it entered unsafe levels of use. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a pico 7 pump had all indicator lights on and was not working. The dressing was checked by nursing staff and deemed intact. The batteries were replaced and same result occurred. When questioned the nurse stated that the pump had been on for 3-4 days already and the patient had been showering in that time. It is unclear if the device had been wet in the shower. The pump has been collected and returned for investigation. Backup was available and used. No patient harm reported.

Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. As no lot number was provided it was not possible to carry out a device history review. A complaint history review on the product code revealed a small number of similar instances in the last three years. The instructions for use and risk files, mitigate the reported issue with no updates required. The device was used for treatment and was returned for evaluation. The device investigation log showed that the pump ran for just under 5 days before detecting a leak and then going into a non-recoverable error state for the motor current being out of range. This confirmed a relationship between the reported event and the device. It was reported that the device entered this state after the patient showered. Probable root cause is that the moisture in the shower entered the pump and caused a short circuit, which is why the pump detected out of range motor current. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.